Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon was using the solid screwdriver handle to insert a locking screw. The tip of the screwdriver broke off during insertion of screw and utilized a different screwdriver. Sales rep reported that event occurred during primary surgery. Also confirmed that all of the broken pieces of the screw driver were removed from the patient. No issues reported for screw.

Manufacturer narrative:
The reported incident that screwdriver axsos t15 4.0mm locking set was alleged of issue s-11 (breakage during surgery) could be confirmed, since the returned device matched the reported failure. The device inspection revealed the fractured surface is consistent with overtorqueing of the screwdriver. Based on investigation, the root cause was attributed to a design related issue. A CAPA was initiated due to the recurrent issue of tip breakages and a design change was implemented. Design change was performed in which the tip of blade was shortened in order to increase the torsional strength of the instrument. Since the device was manufactured according to the old revision, this design change had not been implemented yet. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon was using the solid screwdriver handle to insert a locking screw. The tip of the screwdriver broke off during insertion of screw and utilized a different screwdriver. Sales rep reported that event occurred during primary surgery. Also confirmed that all of the broken pieces of the screw driver were removed from the patient. No issues reported for screw.